Event description:
IV tubing had one liter normal saline hanging and antibiotics via a y-set. Nurse placed tubing on bed IV pole for transport and noted large amount of air in tubing. Tubing was cleared of 10cc of air.